Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. It was determined that the ipg was too shallow and there was a very thin layer of skin between the outside of the body and the ipg. There was no actual break in the skin. The patient underwent a revision procedure wherein the ipg was placed deeper. The patient was reportedly doing well post operatively.